Manufacturer narrative:
The returned river was evaluated. The drive tip is twisted; the complaint is confirmed. A review of the manufacturing records did not indicate any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during a procedure, the set screw would not tighten correctly and the set screw driver made a funny noise. The driver was pulled out of the set screw, examined, and found to have a twisted tip. Another driver was used to complete the tightening step without a delay or patient harm.